Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The discomfort was believed to be caused by the position of the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The discomfort was believed to be caused by the position of the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had a burning sensation in her back. The patient would like to have the device removed.

Manufacturer narrative:
Date received by manufacturer: 28-may-2015. Additional information was received that the physician suspected device malfunction. Sc-1110-02 sn: (B)(4) device evaluation indicated that the source of the complaint could not be determined. The current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The stimulation outputs were steady and accurate on all electrodes. Sterilization record did not reveal any anomalies or deviations that potentially relate to the reported event. The device exhibited normal device characteristics. Sc-2218-50 sn: (B)(4): device evaluation indicated that the electrode #6 of the distal end was flattened. This was a result of a typical explant procedure and was not considered a failure. Impedance measurements were performed to ensure the device integrity. No anomalies were found. Sc-2352-50 sn: (B)(4): device evaluation indicated that the lead cable #5 was broken and it was exposed along the distal array. The root cause of the damage was unknown. Review of the device history record revealed no anomalies.

Manufacturer narrative:
Additional information was received that on (B)(4) 2015,the bsn sales representative became aware that the patient underwent an explant procedure. The physician does not know whether the device could have contributed to the burning sensation.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The discomfort was believed to be caused by the position of the ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The discomfort was believed to be caused by the position of the ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The discomfort was believed to be caused by the position of the ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The discomfort was believed to be caused by the position of the ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The discomfort was believed to be caused by the position of the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure of the ipg and leads. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.